Event description:
Additional information received reported the location of the aneurysm being treated was c2 (ophthalmic) according to the fisher clas sification.it was c6 in castegories of bouthillier. There was resistance present during delivery. There was resistance during resheathing. Continuous saline flush was administered and maintained as indicated in the instrucitons for use (IFU). There was no damage to the pipeline pushwire. The catheter was checked but unknown. The pipeline was resheathed two times in an attempt to open the pipeline and then collected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open at the distal tip and had resistance in the shaft center of the phenom catheter. An attempt was made to deploy the pipeline from the internal carotid top, however, when the sleeve was removed from the m1 and the deploy volume was increased, the tip did not open as if it was entangled with the tip; everything opened, except the tip. Placement was discontinued due to unusual circumstances and it was collected. The delivery pusher was not damaged. The pipeline did not get stuck. The pipeline was not positioned in a bend when it failed to open. More than 50% had been deployed when it failed to open. The pipeline was resheathed 2 or less times. The pipeline was resheathed and removed from the patient's body with the microcatheter. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for an unruptured, saccualr aneurysm in the left internal carotid artery (ica), c2. The max diameter was 6mm and the neck diameter was 4mm. The distal landing zone was 4.7mm and the proximal landing zone was 4.1mm. Vessel tortuosity was moderate. The access vessel diameter was 3.8mm- 4.7mm. Postoperative findings related to blood flow imaging found no bleeding or thrombus was observed, so the treatment was completed successfully. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.